Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported a no delivery alarm. The customer¿s current blood glucose level is unknown. The customer did troubleshoot the issue and found the infusion set leaking. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.